Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "leaking on distal end of tubing. Death/serious injury: no. Human harm: no. Need for medical intervention: no."

Event description:
The event was reported by a customer from USA: "leaking on distal end of tubing."